Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, inflammation, redness and infection under the entire patch area. The patient's father took the patient to the medical center. The doctor applied aquaphor ointment to the affected area and prescribed oral antibiotic azithromycin 250 mg. The patient was discharged on the same day. At the time of the report the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).